Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-31503. Related manufacturer reference number: 3006705815-2020-31505. It was reported the patient was not receiving effective stimulation. The amplitude for stimulation would decrease automatically on its own. Reprogramming was initially able to address the issue. Patient also reported of experiencing shocking sensation at the ipg site. In turn, surgical intervention was undertaken where in the entire system was explanted and replaced. This addressed the issue.